Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to dislodgement and loss of capture. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 43 cm and 50 cm distal to the is-1 connector pin abrasion marks were noted. The insulation was intact. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. During further visual inspection a deformation of the outer coil was noted approx. 19 cm distal to the is-1 connector pin which most likely resulted from a tight suture. No further deviations were noted which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.